Manufacturer narrative:
(B) (4)

Event description:
Upon interrogation of this pacemaker in (B) (6) 2009, empty curves were displayed (heart rate curve, pacing statistics curves...). No issue had been observed upon previous follow-up in (B) (6) 2009. Reportedly, the pacemaker has not been interrogated in between.